Event description:
A technician discovered that the trendelenburg function on this bed would not work. The bed was found in the hallway with no patient involvement.

Manufacturer narrative:
The loss of trendelenburg/reverse. Trendelenburg has the potential to cause serious injury or death. The technician replaced the trendelenburg switch in order to resolve the problem.